Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. (B)(4).

Event description:
It was reported that during the prophylactic extraction of the lead, the patient was suspected to have a pneumothorax while the laser sheath was in use within the vein. A chest tube was placed and the patient was extubated after the procedure. The pneumothorax was thought to be a complication from the procedure, not from the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.